Event description:
Patient was receiving glucerna formulaper gastrostomy tube with pump programmed at 25 ml/hr. At 1945, nurse noted ml in the eternal nutrition bag. At 2200, noted approximately 350 ml remaining. At 2345, noted that feeding bag was empty. The "total volume fed" read 85ml. Patient had previously developed aspiration pneumonia after a similar event. Patient's health continued to deteriorate, suffered respiratory arrest on 11/5/92 and expired. Analysis: unable to reproduce eventdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: other, other. Conclusion: device failure indirectly contributed to event, device evaluated and alleged failure could not be duplicated, none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service, user education provided. The device was not destroyed/disposed of.